Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have had to replace the battery twice the pump was completely dead. Their blood glucose was 258 mg/dl. The customer stated that they received a replace battery now alarm and did not receive low battery alert prior. During troubleshooting, the customer said there were no unattended alarms and that the pump had not been previously dropped. The drive support cap was normal. They said that this was the second occurrence of the replace battery now alarm without a low battery alert. They said that this is the second occurrence today but the third occurrence within the last 2 days. They were offered troubleshooting for their high blood glucose but declined. The customer was advised that the insulin pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector on connector board. The insulin pump was monitored and functioned properly. No unexpected replace battery now alarm noted. The insulin pump was received with cracked retainer, minor scratched display window and scratched case.